Manufacturer narrative:
The implanting clinician suspected infection and prescribed antibiotics (name, dose, and duration are unknown). At a follow-up appointment on (B)(6) 2020, the implanting clinician checked the incision site and determined that an explant procedure was not needed at the time. However, the implanting clinician ordered an antibiotic refill for the patient and will have the patient on the antibiotics until the redness/tenderness has gone away. The implanting clinician observed that the incision site was not draining or oozing. The implanting clinician could not obtain any samples sent off to the lab to be tested for infection. Review of sterilization records for lot swo201008a verified that the product was sterilized and tested per specification. Based on this information, the wound not healing was confirmed/replicated. There is no evidence that the product did not meet specification, and the stimulator is used to treat pain. The cause of the wound not healing is unknown/no problem found.

Event description:
On (B)(6) 2020, the patient attended a two-week follow-up with the implanting clinician. During the follow-up, the implanting clinician observed the pocket site was red and tender to the touch.